Event description:
It was reported that the tissue pad fell off the device during a gastric sleeve. They used another like device to complete the case with no pt consequence.

Manufacturer narrative:
D4; h4,6: info anticipated, but unavailable at this time.